Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a trial procedure and was experiencing itching where the tape was and it had become red. The physician was unsure what caused the itching if it was fungal, bacterial, device related, tape related, procedure related, or skin infection. The patient was prescribed antibiotics and antifungal as prophylactic medications. The patient¿s leads were pulled out.

Event description:
A report was received that the patient had a trial procedure and was experiencing itching where the tape was and it had become red. The physician was unsure what caused the itching if it was fungal, bacterial, device related, tape related, procedure related, or skin infection. The patient was prescribed antibiotics and antifungal as prophylactic medications. The patient¿s leads were pulled out.